Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodged. Pictures taken from the helix from the day of the implant and two weeks later shower how the helix appears to have retracted by itself, causing the lead to dislodge. Additional information from the field representative revealed that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged. Pictures taken from the helix from the day of the implant and two weeks later showed how the helix appears to have retracted by itself, causing the lead to dislodge. Additional information from the field representative revealed that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the dislodgement and retraction issues. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, but the allegations were confirmed via x-ray. The x-rays returned by the field shows the helix partially retracted 1 day post implant which could lead to dislodgement.